Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Error e433 can be activated by the safety system triggering a restart. This type of restart has several possible causes: one is electromagnetic interference. Another possible cause is user error where the operator activates the footswitch during generator booting. Finally, a possible cause is component failure with multiple possible sources: defective footswitch; defective cable connection; defective transformer; defective impedance converter; defective peak value rectifier; defective high-frequency power amplifier; defective generator board; defective high voltage power supply board; defective motherboard or defective transient voltage suppression diodes. The device was not returned for evaluation. The cause for the reported error could not be definitely determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hf unit esg-400 displayed an error code e433. The issue was found during an unspecified diagnostic procedure and the procedure was completed using a similar device. There were no reports of patient harm.